Manufacturer narrative:
The reported field events of communication failure and premature battery depletion were confirmed in the lab. Telemetry, sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock were tested, and no anomaly was detected. No high current drain sources were found throughout bench and stress testing. The battery was analyzed by its manufacturer and non-shorting lithium clusters were found. The presence of non-shorting lithium clusters is normal, and they are in conformance with the intent of the internal insulation design. The root cause of the premature depletion remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator unable to be interrogated. The physician alleged premature battery depletion. The device was explanted and replaced. The patient was in stable condition.